Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 32mm in length, eccentric, de novo target lesion, contained a bend of less than 45 degrees and was mildly tortuous, mildly calcified and 3.0mm in diameter in the left circumflex (lcx) artery. A 32 x 3.00 rebel¿ stent was advanced to treat the target lesion; however, it was noted there was difficulty getting the device into position. The device was removed from the patient's body and it was noticed that the proximal part of the stent was deformed. No patient complications were reported and the patient's status was stable.